Event description:
The customer reported via phone call indicating that the insulin pump alarm button error, moisture exposure and battery crack cap. Customer's blood glucose was unknown mg/dl. The customer does not recall any significant events leading to the alarm. Customer stated that there is moisture under the lcd screen and unable to removed battery cap. After the troubleshooting was done, customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. The insulin pump is being replaced due to button error and moisture.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No moisture damage was found on the electronics, motor, battery tube, and vibrator assembly during visual inspection. The device had stripped battery cap coin slot, cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, cracked lcd window, scratches on the reservoir tube window, case cracked at the reservoir tube window corner, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.